Event description:
It was reported that the right ventricular atrial lead exhibted oversensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the right ventricular lead exhibited oversensing. The patients condition after the procedure was fine.